Manufacturer narrative:
Initial reporter phone no.: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture showed that the filter was disconnected from the support plate. The reported condition was verified. The cause was likely a mechanical shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m150, an external fluid leak was observed. There was no patient involvement. No additional information is available.